Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00379817_1644408-2022-01108; 508-36-101, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Has inexplicable pain persistent in her shoulder. 70 yr old female.